Event description:
It was reported that the target temperature was 33c, but the patient temperature was down to 31.7c, water temperature was 42.3c and flow rate was 1.9lpm in the arctic sun device. Nurse stated that patient weighs (B)(6) kg, large pads were in place with good coverage, temperature was being read via foley, but they changed to an esophageal probe and the temperature correlated. Nurse stated that there was no continuous renal replacement therapy and patient was on continuous fentanyl, nimbex and versed and no recent changes to medication. Patient had been on therapy since yesterday, patient trend indicator was 1 arrow up. Mss explained that the device was responding appropriately by making warm water. Nurse disconnected and reconnected the pads and flow stabilized at 2.6lpm. Mss explained that the nurse could add a bair hugger or blankets if desired. During follow up call on (B)(6) 2021, it was reported that patient was in hypothermia phase on the arctic sun device. Patient temperature was 32.4c, target temperature was 33c, water temperature was 38.3c and flow rate was 2.5lpm. Mss explained that water temperature and flow rate both looked good. Patient weighed (B)(6) kilograms with medium arctic gel pads and one blanket in place. Nurse would add universal pad and bair hugger or warm blankets.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the target temperature was 33c, but the patient temperature was down to 31.7c, water temperature was 42.3c and flow rate was 1.9lpm in the arctic sun device. Nurse stated that patient weighs (B)(6) kg, large pads were in place with good coverage, temperature was being read via foley, but they changed to an esophageal probe and the temperature correlated. Nurse stated that there was no continuous renal replacement therapy and patient was on continuous fentanyl, nimbex and versed and no recent changes to medication. Patient had been on therapy since yesterday, patient trend indicator was 1 arrow up. Mss explained that the device was responding appropriately by making warm water. Nurse disconnected and reconnected the pads and flow stabilized at 2.6lpm. Mss explained that the nurse could add a bair hugger or blankets if desired. During follow up call on (B)(6) 2021, it was reported that patient was in hypothermia phase on the arctic sun device. Patient temperature was 32.4c, target temperature was 33c, water temperature was 38.3c and flow rate was 2.5lpm. Mss explained that water temperature and flow rate both looked good. Patient weighed (B)(6) kilograms with medium arctic gel pads and one blanket in place. Nurse would add universal pad and bair hugger or warm blankets.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "insufficient seal". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device were unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the target temperature was 33c, but the patient temperature was down to 31.7c, water temperature was 42.3c and flow rate was 1.9lpm in the arctic sun device. Nurse stated that patient weighs 97.8kg, large pads were in place with good coverage, temperature was being read via foley, but they changed to an esophageal probe and the temperature correlated. Nurse stated that there was no continuous renal replacement therapy and patient was on continuous fentanyl, nimbex and versed and no recent changes to medication. Patient had been on therapy since yesterday, patient trend indicator was 1 arrow up. Mss explained that the device was responding appropriately by making warm water. Nurse disconnected and reconnected the pads and flow stabilized at 2.6lpm. Mss explained that the nurse could add a bair hugger or blankets if desired. During follow up call on 27dec2021, it was reported that patient was in hypothermia phase on the arctic sun device. Patient temperature was 32.4c, target temperature was 33c, water temperature was 38.3c and flow rate was 2.5lpm. Mss explained that water temperature and flow rate both looked good. Patient weighed 98.8 kilograms with medium arctic gel pads and one blanket in place. Nurse would add universal pad and bair hugger or warm blankets.